Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, the catheter's fixed curve appeared out of plane with the coil path of the device. No further relevant visible damage was observed. The catheter connector, connector pins, and electrodes appeared to be intact. Functional inspection was performed via inline testing. Given the reported event, per re-inspection documentation, the device was found to be eligible for rejection based on the following relevant reject codes: - 07, improper curve the complaint device passed all relevant electrical evaluations. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is an electrical failure as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: ¿ do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. ¿ inspect the packaging and catheter for damage or defects prior to use. ¿ avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. ¿ avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. ¿ avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. ¿ diagnostic ep catheters are not recommended for long-term pacing. ¿ do not insert or withdraw the catheter without straightening the catheter tip. ¿ this device should not be used with magnetic resonance imaging (MRI) systems. ¿ use fluoroscopic guidance during catheter positioning. Storage and handling: ¿ prior to use, store reprocessed ep catheters in a cool, dry, dark place. Compatibility: ¿ ep catheters are connected to standard electronic recording equipment using appropriate cable connectors. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the catheter had defective poles at his. Manager said they replaced the cable before swapping out the catheter. There was no patient injury or medical intervention and extended procedure time reported was five minutes to replace the device. These are commonly used devices that are readily available.